Event description:
The account alleged the intellidrive goes backwards no matter which way they push the handles. No injury reported.

Manufacturer narrative:
The account replaced the power assist control module and the junction board and the issue remains. The account replaced the left intellidrive handle to resolve the issue.